Event description:
Two separate pts came to the office believing that they were pregnant. Both have used home pregnancy tests to confirm. They were tested at the office using tests from the same box. Their pregnancy tests came back negative. After sending blood to a lab, the pregnancy in both cases was confirmed.

Manufacturer narrative:
Retain sample testing pending.